Event description:
The customer reported erroneously low glucose (glucm) results for nine patients on two different days. This is report number two of two. The customer stated amended reports were issued to the physicians. There was no impact to patient treatment associated with this event.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for glucose for seven (7) patient samples assayed on a unicel dxc 600 pro synchron chemistry analyzer. The erroneously low glucose results were reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the seven (7) patient samples were reassayed for glucose. Higher results were obtained and were reported outside of the laboratory as amended reports. The customer reported that quality control data for glucose was recovering within the laboratory's established ranges both prior to and after the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the transmittance reading on the analyzer photometer was lower than the established specification. The fse adjusted the transmittance to the established specification. The fse verified the repair per established procedures. Quality control samples were analyzed for glucose with the results recovering within the laboratory's established ranges. A precision run was performed yielding acceptable results. This MDR is related to MDR 2050012-2012-00319. Each MDR reports the same event occurring on two (2) different days.

Manufacturer narrative:
The field service engineer (fse) discovered glucose sensor had cracked and fluid leaked which left the volume of the sensor to be approximately one half full. The fse replaced the sensor to resolve the issue and completed glucose calibration. The instrument as returned to normal operation.